Event description:
I have a medtronic minimed insulin pump and guardian sensor. I started wearing the sensor around (B)(6) 2018. The sensor is to keep track of my blood sugar and to let me know of any high's or low's. The sensor is to last about 6-7 days. I have yet to have one last more than 3 days. I have contacted the company every time one have failed, and all 7 have failed at this point. When I call to have them to replace, I am told they are on back order and don't know when they will be getting any in. I am down to 8 left that are supposed to last 3 months. I have been told that I am doing something wrong. I don't know what I am doing wrong. I took the class that goes with the sensor.